Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, initial reporter addr 2, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a medication error was confirmed during log review and is being attributed due to use error. The facility reported a rate of 50ml/h; however, the log review confirmed the suspect pump module was programmed at a rate of 200ml/h and allowed to infuse for one (1) hour thirty-eight (38) minutes. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issue. Inspection and testing of the incident administration sets could not be performed since they were not returned for investigation. The logs from both the pcu and pump module were retrieved to determine the details of the reported event. According to the facility, the event occurred on 03nov2025 between 09:35 pm and 11:00 pm. A review of the pcu error log did not reveal any errors that may have contributed to the reported event. The logs below show the events from 03nov2025 at 09:28 pm, when the channel select key was pressed, until 11:08 pm, when the primary infusion was completed and the system entered keep vein open (kvo) state. At 09:28 pm on 03nov2025, pump module 8100 (s/n 16407620) was selected and programmed for a secondary infusion with drug ID 282 (ivig ¿ intravenous immunoglobulin), drug amount of 40g in 400ml diluent, at a rate of 200ml/hr and a vtbi of 400ml. The primary volume infused (pvi) at the start was 1259.83ml, reflecting a prior infusion. Immediately after, the secondary infusion started. At 09:30 pm, the channel select key was pressed again. During the same minute, the user changed the vtbi to 300ml while keeping the same rate of 200ml/hr. The infusion continued. At 11:00 pm, the secondary infusion completed with a final svi of 301.258ml. Immediately after, the primary infusion started at a rate of 200ml/hr with a vtbi of 25ml. At 11:08 pm, the primary infusion completed with a pvi of 1284.86ml. Kvo mode started at a rate of 20ml/hr with a vtbi of 0ml. The recorded primary volume infused between 09:30 pm and 11:08 pm was 1284.86ml, and the recorded secondary volume infused for the same period was 301.258ml; therefore, the calculated total volume infused for this interval was 1586.118ml. The bd alaris system user manual (v12.3.2) warns that touching the administration set while closing the door, incorrect tubing placement, or elevating the upper fitment can lead to infusion rate inaccuracies. These conditions may occur if the set is stretched or under tension during loading. The manual indicates that the secondary solution container must be positioned higher than the primary container, noting that the top of the fluid container should never be lower than the y site port to reduce the risk of air entering the primary set, and that additional hangers may be used if needed to lower the primary container and achieve the required 9 ½ inches head height differential between the primary and secondary fluids. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. There was patient involvement but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported medication error is being attributed due to use error. The facility reported a rate of 50ml/h; however, the log review confirmed the suspect pump module was programmed at a rate of 200ml/h and allowed to infuse for one (1) hour thirty-eight (38) minutes. The returned pump module was fully evaluated, and no issues or anomalies were observed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a medication error where the piggyback ivig bottle was still full while 500 ml primary bag of d5ns was empty. The event occurred from 21:35 ¿ 23:00 there was patient involvement but no harm.

Event description:
It was reported there was a medication error where the piggyback ivig bottle was still full while 500 ml primary bag of d5ns was empty. The event occurred from 21:35 ¿ 23:00 there was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.